Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a hole in the hub. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3 and h6. Codes: updated. One used device was received with no identifying package material included. Visual inspection of the returned sample showed damage near the shoulder of the barrel confirming the complaint. The condition of the product was such that it was not possible to conduct a leak test. While the complaint is confirmed, without a lot number it cannot be determined what machine the product was packaged/assembled on or how the defect occurred. No further actions will be taken at this time.